Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error, replaced front door, rear case, iui right, iui left. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 02aug2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the air in line. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Correction made to:e2,g2 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error, replaced front door, rear case, iui right, iui left. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the air in line. A review of the device history record showed the device had a manufacture date of 02aug2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.